Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient was implanted on (B)(6) 2012 with va-lcp 2 column plate. On an unknown date the plate was found broken. Plate was removed on (B)(6) 2012. No further information is available at this time.

Manufacturer narrative:
(B)(4). The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
(B)(4): the manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. (B)(4): placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The dimensions of the plate were checked as far as measurable and found to be in accordance with the technical drawing and ao/asif specifications. The examination of the raw material inspection sheets and the manufacturing papers shows that the chemical composition, micro structure and mechanical properties of the plate are in compliance with the international standards iso 5832-2 and astm f67 for implants made of commercial pure titanium. When examining the distal fracture surfaces of the plate using the scanning electron microscope, sem, the initial fracture area and the fracture behavior could be identified. The crack initiation started at the upper side of the plate and ran through the material. After breaking, the two plate fragments rubbed against each other causing partial destruction of the fracture surface, shiny areas/abraded areas. The screw hole is strongly damaged. A pattern of ripples or fatigue striations was observed at the crack initiation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. Both fracture surfaces showed large portions of structural fracture appearance. Structural breakage appearance is typical for pure titanium and indicates high loads - stress peaks. It is assumed the plate became highly stressed during the functional post operative and follow-up phase. The plate had to absorb and neutralize forces that may have been greater than the tolerable load. Based on the structure of the fracture surfaces we can conclude that the investigated implant failed because of fatigue and overload. A failure resulting from either a material defect or the manufacturing process can be excluded.